Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. It was unable to perform displacement test due to motor error alarm. Unit had minor scratched display window and cracked case at display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported a button error alarm. The blood glucose reading is unknown. Nothing further reported.